Event description:
It was reported that the home patient (hp) had a high drain alarm on the homechoice (hc) during drain 7 of 7, while the hp was connected. During troubleshooting it was identified the initial drain alarm setting was not greater than 70% of the last volume infused. The initial drain alarm equaled 0ml. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events that were related to the reported condition. The device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.